Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of stent shaft broken.

Event description:
It was reported to boston scientific corporation that a polaris ultra ureteral stent was opened to be used to treat kidney stoned during a ureter lithotomy procedure in the ureter performed on (B)(6) 2022. During preparation, when the device was unpacked, the stent was found broken in two parts. The procedure was successfully completed with another polaris ultra ureteral stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.